Event description:
The following information was received from a (B)(6) physician (B)(6) 2010. The patient started continuous ambulatory peritoneal dialysis(capd) with dianeal pd1 on (B)(6) 2010. On (B)(6) 2010, the patient presented with cloudy pd effluent. The patient was diagnosed with sterile peritonitis, but was not hospitalized or treated with antibiotics. The physician documented the cause as related to the dianeal solution and devices that the patient had used. It was reported that the effluent cleared the day after the patient exchanged lots of the dianeal. The patient did not take concomitant medication and was fully recovered at the time of the report.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument produced an erroneous differential (low ne% and high ly%) result without instrument generated flags on a single patient specimen. Erroneous results were reported out of the laboratory and the doctor questioned the differential results. The operator reran the specimen and verified the results slide review. The rerun instrument results were sent out as corrected results, which the customer believes are correct. There was no death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
(B)(4) - the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Peritonitis event reported with use of dianeal. The dianeal lot delivered to the patient has been withdrawn from the market due to complaints of sterile peritonitis. The dianeal has been identified as the cause of the peritonitis and there is no allegation against the disposable devices. This is not a MDR reportable event.